Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device was discarded, so no engineering evaluation could be performed.

Event description:
The patient presented with an in stent restenosis of a previously, uncovered stent (manufacturer unknown), implanted in the common iliac artery which was intended to be treated with a gore® viabahn® endoprosthesis. It was reported to gore that when the viabahn device was advanced into the stented lesion and device deployment was initiated, the deployment line of the medical device broke after the endoprosthesis was partially deployed. It was stated that the hub assembly of the catheter was cut off and that a snare device was inserted next to the catheter in order to compress the partial deployed part of the endoprosthesis in order to retrieve the medical device. While the retrieving attempt the partial deployed endoprosthesis detached from the delivery system and floated distally. The patient was converted to open surgery where the endoprosthesis was removed. No device fragments remained in the patient and the patient is doing well after the procedure.